Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range and no reagent issues were evident. It was noted the customer was not using the required rack adaptors.

Event description:
The customer alleged they received questionable human chorionic gonadotropin, stat (hcg) results for one patient on their e602 analyzer. The patient's initial hcg result was 10000 miu/ml. The sample was automatically diluted and repeated. The repeated result was 111.1 miu/ml and it was reported outside the laboratory. The doctor questioned the result. The patient had a new sample drawn on (B)(6) 2014 and the result was 161000 miu/ml. The patient's initial sample was repeated on (B)(6) 2014 and the result was 163000 miu/ml. The second sample was repeated on (B)(6) 2014 and the result was 160998 miu/ml. The patient was not adversely affected by this event. The hcg reagent lot number was 17551301 and the expiration date was 04/30/2015. The field service representative could not duplicate the issue. He manually cleaned the sipper probes, sample probe, and reagent probe. Acceptable performance testing and quality control were run.